Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected, vitros tropi es results were obtained from two different patient samples when tested on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3490 performance issue is not a likely contributor to the event and vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3490 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3490.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report two non-reproducible, higher than expected troponin I results obtained from two different patient samples using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. The higher than expected result for patient 2 was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).